Event description:
In october 2006 the pt reported to the manufacturer that pain stimulator therapy stopped working after a car accident in 2002. The pt had been involved in a mva and experienced shocking sensation and reported the device turned on/off. The pt provided that subsequent to the accident, he remembers experiencing severe dysfunction with the scs implant. The pt described the dysfunction as electrical shock to the side pocket and connecting spinal cords. The system had been placed prior to the mva three months earlier to treat left lower extremity rsd (left ankle rsd/causalgia). At follow-up visits after the automobile accident, the pt presented with stimulation in both legs where prior to the car accident there was stimulation only in the left. At follow-up four months larer, stimulation in both legs continued with adequate pain relief of the left leg rsd symptoms. Electric shocking at the abdominal pocket site and the lumbar connector site was reported with the ins on, but not when the unit was turned off. Possible scs revision was considered due to suspected current leakage. The physician also indicated that x-rays were not obtained in 2002 because the pt was not bothered by extra stimulation to the right leg and left leg stimulation remained adequate. The pt stated delay due to insurance and other factors. In 2006, the pt was referred and evaluated by an hcp. The system was retrieved and replaced. The pt returned the device to the manufacturer for evaluation.

Manufacturer narrative:
Final device evaluation results reveal breached depression on outer insulation located 15-cm from the proximal connector. Inspection shows all conductor wires are cut and the majority of the extension body and outer insulation is twisted. The device proximal end is intact and undamaged. Service life at explant was approximately 54 months.